Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation the battery charger was unable to charge or recognize a battery pack. The cause was contamination on the battery board and the crystal oscillator measuring open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the open oscillator was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged charger.